Event description:
It was reported when using the pyxis anesthesia es system had a drawer failure. A customer has reported that a user was unable to dispense medication due to a malfunction which had resulted in a delay inpatient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.